Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the operator valve is not cycling. Additional malfunction is preventative maintenance kit is dirty.